Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the r3 shell revealed no obvious signs of damage. The device is intact with cement on the coating. The device was manufactured in 2015. A quality evaluation was performed to check all critical interlocking dimensions. All features were found to be within print specification. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed one prior complaint for the listed part, and no prior complaints for the listed lot. A review of the clinical information provided in this complaint concludes that a user procedural related event is a potential cause. No further clinical assessment is warranted at this time. This investigation cannot confirm the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was extended one hour due to improper implant connection. Surgeon had to remove the cup, rim for one size up and implant the cup size 62mm.